Event description:
It was reported that the patient never had therapeutic effect and the device did not ¿reduce the patient¿s symptoms as expected¿; the lower stimulation was, the less symptom control she had. The patient reportedly ¿peed but not as much.¿ it was stated that the patient was still using the same amount of pads that she used before being implanted. It was also noted that stimulation was in the wrong location; the patient felt stimulation down her legs and in the ¿butt cheeks.¿ the reporter indicated that the patient tried changing programs and stayed on each program for 2 days. On programs 1, 2 and 3, the patient felt stimulation either in her rectum or at the implantable neurostimulator (ins) site. At the time of the report, the patient was on program 4 at 3.2v and stimulation was ¿a little uncomfortable¿ and ¿pretty strong.¿ it was noted that the patient had an appointment with her healthcare provider (hcp) the following monday. If additional information becomes available, a follow-up report will be made available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, serial # (B)(4), product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).